Event description:
Customer reported being unable to apply the adc freestyle libre sensor because of the malfunction of the applicator. Customer further reported that the "product does not fit and is not possible to apply even after it fired" and was unable to obtain the test result. Customer experienced dizziness and dry mouth and was seen at the emergency where a reading of 400 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia and treated with an injection of rapid insulin on the belly and serum to decrease the glucose level. Customer additionally reported that he had a "heart attack". Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. The reported sensor (B)(4) applicator, sensor pack and sensor patch have been returned and investigated. Visual inspection was performed on the returned applicator and sensor patch, no issues were observed. Performed visual inspection on the returned sensor pack. The sensor pack was observed to have damaged indicating incorrect assembly. No malfunction or product deficiency was identified due to a use issue.

Event description:
Customer reported being unable to apply the adc freestyle libre sensor because of the malfunction of the applicator. Customer further reported that the "product does not fit and is not possible to apply even after it fired" and was unable to obtain the test result. Customer experienced dizziness and dry mouth and was seen at the emergency where a reading of 400 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia and treated with an injection of rapid insulin on the belly and serum to decrease the glucose level. Customer additionally reported that he had a "heart attack". Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to apply the adc freestyle libre sensor because of the malfunction of the applicator. Customer further reported that the "product does not fit and is not possible to apply even after it fired" and was unable to obtain the test result. Customer experienced dizziness and dry mouth and was seen at the emergency where a reading of 400 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia and treated with an injection of rapid insulin on the belly and serum to decrease the glucose level. Customer additionally reported that he had a "heart attack". Based on the information provided, there was no report of death or permanent injury associated with this event.